Event description:
Device malfunction: unable to retrieve epd with rc2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, during attempted retrieval of the rx accunet filter, the rx accunet rc2 low profile recovery catheter caught on the stent struts and could not advance through the stent. The physician switched to the shapeable tip design rc1, and was able to capture the filter successfully. There were no reported pt sequelae. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The rx accunet rc2 device was not returned; therefore, it is unk why it was unable to advance. The finished device lot history record review did not reveal any non-conforming material reports which could have contributed to this complainant.